Event description:
It was reported that during a surgical procedure that the blade broke. It was also reported that the surgeon removed all broken pieces from the surgical site. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The device subject to this MDR was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.